Manufacturer narrative:
The device was requested for investigation. A functional test was performed without detecting deviations. A serial read-out was performed and analyzed and the reported error could be found stored in the microcontroller. In addition several occurrences of an error code associated to the over occlusion were found. Based on the above, it is possible to exclude a component malfunction. Consequently the reported issue was due to an improper occlusion set by the user.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The customer informed the technician that this was a re-occurrence. The customer thought that the first time the event was caused by too strong occlusion settings. Livanova (B)(4) initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump showed fault in motor controller error message during setup. There was no patient involvement.